Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure one resolute onyx des was implanted in the mid lad and during a stage procedure one was implanted in the prox cx. Approximately 21 months post the index procedure the patient suffered an myocardial infraction. The mi occurred in the cx and and was revascularized by stenting. The cec adjudicated the event as a target vessel mi in the cx. The cec also adjudicated the event as a clinically driven tlr in the cx. Cec commented that no enzymes pre procedure. Chest pain and ECG pre procedure and positive troponin post procedure. The site assessed the event as possibly related to the drug and not related to the device. The patient has recovered.